Manufacturer narrative:
We have received five complaints from the us where the user states that the eyelets of the catheter are missing. All five complaints are from the same article (96616) and lot no. (156917) and are delivered from the same distributor to the end user. The distributor has received products from us on 07/21/2014. In total the complaints cover (B)(4) pcs. None of the complaints state any harm or injuries for the pts. Samples have been received from one of the complaints. The catheters have been manually punched and inspected. An internal investigation show no clear reason for the missing holes. The reason must be the human factor. According to the investigation, these five complaints must be considered one single event at the mfg site. The catheter size is in the higher end of the assortment and thereby used by adults. The probability that a user should detect the missing holes prior to use is high. The consequences for the used, if a catheter without holes were to be used, are estimated as low. Therefore no corrective actions have been planned at this stage. The operators have been informed.

Event description:
According to the info received, the customer states that the catheter did not have any eyelets.